Event description:
Come off inside mouth - oral-b toothbrush [device breakage]. Case narrative: patients parent stated on phone that oral-b toothbrush comes off in their mouth. No injury was reported. Follow-up: suspect product batch/lot no. Added. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Come off inside mouth - oral-b toothbrush [device breakage]. Case narrative: patients parent stated on phone that oral-b toothbrush comes off in their mouth. No injury was reported.

Event description:
Come off inside mouth - oral-b toothbrush [device breakage]. Case narrative: patients parent stated on phone that oral-b toothbrush comes off in their mouth. No injury was reported. Follow-up: suspect product batch/lot no. Added. No injury was reported. Follow-up (04-nov-2025): product investigation results: oral-b toothbrush (suspect) was investigated. The driving shaft had been broken at the notch. The appearance of the breakage surface was brittle and sharp-edged. The cause of failure was consumer related (contribution of insufficient maintenance) leading to pitting corrosion at the driving shaft. "No manufacturing cause" and "no design issue" were identified based on the investigation. No injury was reported.

Manufacturer narrative:
05-nov-2025: complained product received - user handling was identified as root cause for the complaint.